Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the date of your initial surgery. Do you know the product code or lot number? When did the issue begin? What kind of symptoms are experiencing? Have you seen a physician or surgeon about this issue? If yes, what did they say about your condition? Please provide your age, body weight and height at the time of this surgical procedure. Please provide the date and results of the mesh removal procedure? Can you provide us with a brief medical/surgical history? Was there any complication from the initial surgery? If in your possession, may we have a copy of your operative report?

Event description:
It was reported by the patient that the patient underwent an unknown sling procedure on (B)(6) 2008 and mesh was implanted. Following the procedure, the patient experienced pelvic pain, back pain and several skin conditions. It was also reported that by late 2015, the patient could barely walk, drive or even sit without excruciating pain. As per patient, the surgeon opined that the mesh was causing pain. On (B)(6) 2016, the patient underwent a mesh removal. Now the patient is almost pain free but has concerns about the long term effect the implant has had on her body. Additional information has been requested.